Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, a bubble of approximately 5cm was evidenced on the place that went under surgical intervention. Four undated, unlabeled photos of the patient¿s right arm with a thermal injury supports the complaint. Reportedly, the treatment or patient status is unknown. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the customer provided images shows a patient with a burn mark. Though the complaint of a burn is confirmed a relationship between the burn and the reported device cannot be determined. Factors that could have contributed to the reported event include: 1) failure of a concomitant device. 2) activating wand on non-targeted tissue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, at the end of a rotator cuff procedure, using the super turbovac wand, a bubble of approximately 5cm was evidenced on the place that went under surgical intervention. A skin burn was reported. It is unknown how it was treated or the patient's current status.